Event description:
This pt had an unspecified surgical procedure completed in 2001, after which a drain was inserted. Some time after this surgery, drain removal was attempted, during which time, the drain reportedly broke. A portion of the drain was retained in situ by the pt. The pt required a second surgical procedure to remove the retained portion.